Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing pain near the pocket of their implantable cardioverter defibrillator (ICD). The pain began after the patient was in a car accident. In addition, the patient also indicated that the ICD has been uncomfortable since implant. The patient had trouble sleeping as the device sticks up under the skin. The device was then explanted due to the patient's pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. This device¿s allegation was not confirmed. No suspicious faults or resets found during the review of detailed analysis. This device met specifications.